Event description:
The consumer reported severe pain at the implant site for about 2 weeks ((B)(6) 2016). There was a large lump about 2.5 inches wide developing at the implant site. It was indicated the size of the lump used to only be the size of a quarter, but had increased since then. The lump could be moved around with the patient's hands. The patient indicated she needed to have her implant removed because of this issue. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had not spoken to a health care provider (hcp) about the lump because they currently had no hcp. The patient felt something circular around the lump that almost felt like a wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.